Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (suspend) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 03/14/2014 with the following findings: the battery cap was not returned with the pump. A new test cap was able to fully tighten to the pump and was used to complete all testing. The pump boots to verify screen with vibratory and audible features. The pump was exercised for a 24 hour duration test and no errors, alarms or warnings occurred. The pump was manually suspended; the home screen correctly reflected the pump was suspended. Pump was then manually resumed; the home screen correctly showed the pump was not-suspended. The keypad is fully intact; all keys responsive to user input. No hypersensitive keys were observed on keypad. Investigators were unable to duplicate the complaint. There was no defect found.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.